Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in clinic for a cybersecurity upgrade. It was noted during the upgrade that the pacemaker went into backup vvi mode. It was noted that the patient was very weak, short of breath and poorly during the backup vvi. A device restoration was performed successfully. The patient was recovering and was to continue with regular follow ups.